Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10:30 am with a high blood glucose level of 600 mg/dl. The customer felt symptoms of vomiting and feeling weak. The customer stated that they think they had the flu. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.